Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that "it was not working anymore." Follow up with the physician did not indicate any issues with the device and the device remains in use. No patient complications have been reported as a result of this event.